Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0807, awareness date 26-aug-2015). It refers to a (B)(4) years old female consumer in united states who had essure (fallopian tube occlusion insert) inserted in 2013. Additional information received on 15-sep-2015 (ptc - product technical complaint). It caused rashes all over her body and her doctor determined she was allergic to nickel. The rashes lasted for 5 months. She was taking 4 benadryl a day just to quit itching. She had a hysterectomy scheduled in (B)(6) 2014, but the rash suddenly stopped coming back. Shortly after they stopped she started having pain in her abdomen, back, and pelvic area. She stayed so drained and bloated all the time. She kept a migraine all the time. She never had the energy to do anything with her children and sometimes any energy to get out of bed. She also had a lot of problems with it making her gain weight. She started having 3 menstrual cycles a month (B)(6) of 2015 and her doctor scheduled a hysterectomy. She was hesitant at first, but now she was so glad she got it. Her belly has gone down and she was feeling so much better. On (B)(6) 2015 she underwent a hysterectomy and has never felt better since getting the essure. She was so glad the struggle was finally over. Ptc result. Ptc global number: (B)(4). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported lack of efficacy and a quality defect. Company causality comment: this non-medically confirmed spontaneous case identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusions insert) inserted in 2013. She experienced serious pelvic pain that was considered related to essure and required a hysterectomy in (B)(6) 2015. After procedure, she recovered from the event. Pelvic pain may occur during device therapy and surgical procedure to remove essure may be required. Considering positive temporal relationship, lack of plausible alternative explanation, causality cannot be excluded and since a surgical procedure was required, this case is regarded as incident. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, since this case was identified during health authority website monitoring.